Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years, 7 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the lvad system began producing low flow on both the power module and battery. In the emergency department, the patient stated feeling as if the pump was ¿rumbly¿ in the chest, and upon auscultation in the emergency department, grinding was heard at the pump site. Upon further assessment, the pump was not generated speed or flow. The lactate dehydrogenase that morning was 377 u/l with an inr of 1.8. The patient was being supported by dobutamine after the pump was disconnected from power. A pump exchange was being considered; however, the patient expired on (B)(6) 2018. No additional information was provided.